Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number (B)(6). However, data for the transmitter with the serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).